Event description:
As reported by the user facility through medwatch: as per medwatch report: the medication pt to receive is titrated at a low dose and each time titration occurs alarm beeped to indicate that it occurred, nurse did observe the drip. At final titration, it was noted that the medication bag did not have the indicated amount infused, the pump was taken out of service a new pump was obtained, no harm to pt. (B)(4). Reference MFR report # 9610825-2013-00361.